Event description:
Received information stating customer received an auto off alarm after 12 hours of inactivity. Reportedly, the customer's blood glucose level was 200.

Manufacturer narrative:
No product returning for evaluation. Should new information becomes available, a follow up report will be submitted.